Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer through various steps to resolve the issue, including disconnecting tubing and delivering boluses, which eventually succeeded. The customer was advised to replace supplies as needed and resume insulin, with a follow-up offered for additional assistance.